Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was at a consultation with an hcp. The patient was reported to be sensitive to magnets and the needed to move rooms for the consultation because they were feeling very strange in one of the rooms. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.